Event description:
When the physician was flushing the balloon catheter, he noticed that the shaft was leaking. The product was not used in the pt and will be returned.

Manufacturer narrative:
The device is expected to be returned but has not been received. Additional info will be submitted upon 30 days of receipt.